Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: (B)(4) 2014 received additional information per (B)(6): who fired the device, the surgeon or someone else? (B)(6), the consultant in charge. Was the sales rep. Present as the incident occurred? No. Was the user trained? Yes. How often has this person used the device? Multiple occasions, though she normally performs laparoscopic procedures. On which firing(s) did this event occur (1st, 2nd, 3rd, etc)? 1st. If not the first firing, were there any problems reloading the device? N/a. If so, please explain. (B)(6) closed the device onto the tissue and then repositioned the device a couple of times before closing the device again. She ensured that she had a straight staple line and that the tissue was well distributed in the jaws. She fired the device and didn¿t notice anything was wrong. She withdrew the specimen and checked the staple line which appeared fine. However when she inserted her finger into the rectum to check, she found that her finger went straight through into the peritoneum. There appeared to be no distal staple line at all. Unfortunately they were not able to complete a hand sewn anastomosis as it was too low in the rectum. And the patient resulted in a permanent stoma. After the closure trigger was advanced, did the surgeon reposition the tissue? (B)(6) repositioned after closing but prior to firing. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? No. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes. Was the tissue evenly distributed within the jaws of the instrument? Yes. What was the patient¿s pre-op diagnosis? Planned anastomosis. Please provide the patient¿s sex, age and weight. Male, between (B)(6), medium build. What is the current status of the patient? Home recovering. ¿extended surgery¿ how long was the surgery extended? Approximately 45 minutes. The following information was requested, but unavailable: were staples seen on the distal side of the anastomosis? Was there any difficulty closing or firing the device? What was the reason for repositioning the device? When repositioning was the device locked each time? Was transection completed in one or multiple firings? When repositioning was pin repositioned in the tissue? What were the indications for surgery? Had the patient received any chemo/radiation therapy? The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a bowel resection procedure the stapler misfired during use causing patient extended surgery.